Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error, reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a patient (pt) had a break in aseptic technique, during peritoneal dialysis (pd) therapy, which caused peritonitis. On an unreported date, the patient began treatment with dianeal pd4 sys ii 1.5% and dianeal pd4 2.5% (doses and frequencies not reported intraperitoneally (ip) for pd. On an unreported date, the patient had a breach in aseptic technique, which caused peritonitis. On an unreported date, the patient was diagnosed with and hospitalized for peritonitis. On an unreported date, the patient was treated with unspecified antibiotics and was discharged from the hospital. At the time of this report, dianeal therapy were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The patient is recovering from the peritonitis.